Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 759 mg/dl. Prior to being hospitalized, the customer fell due to motion sickness from the high blood glucose, causing the tubing rip out of his insertion site. The customer was unable to troubleshoot the insulin pump at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.